Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was in emergency room and hospitalized due to hyperglycemia on (B)(6), 2020. It was reported that the customer experienced symptoms related to the high blood glucose levels included positive results in ketones, nausea and difficulty breathing. It was reported that the customer had high blood glucose levels of 17.9 mmol/l. The customer was treated with intravenous insulin drip. It was reported that the customer alleged that the insulin pump was under delivering. It was reported that the doctor told the customer that the insulin pump was not delivering insulin during hospitalization. It was reported that the customer was hospitalized for one and half days. The customer reported that three infusion sets were changed three times. The customer tried reconnecting to the insulin pump on (B)(6) 2020 and had blood glucose levels of 10.7 mmol/l and then 1 hour later blood glucose was 11.5 mmol/l and then it went to 18.9 mmol/l. She stopped the insulin pump and had a manual injection. Customer stated that they did not use auto mode feature at the time of high blood glucose event. The customer declined to perform the troubleshooting during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device received with pillowing keypad overlay and cracked case behind the device at the battery compartment. (B)(4).